Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: during the case, they had to open 5 endostitch devices because the needles weren't toggling properly. No adverse outcome for the pt. (B)(4).